Manufacturer narrative:
The reported event of the a-setscrew could not be tightened on the lead was confirmed. Analysis revealed the user/physician was not making correct wrench insertions into the setscrew inset. The torque wrench was not being aligned to correctly and fully insert and engage the setscrew inset. During the incorrect wrench insertion attempts the setscrew was rotated out of the connector block socket and fell at an angle. When this happened, then it became not possible to engage or tighten the setscrew. Lab testing found the setscrew was normal and a torque wrench could be fully inserted with correct wrench insertion. Then the setscrew could be tightened until the wrench clicked. No device anomalies were found. The problem is related to the user¿s incorrect use of the torque wrench.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the set screw of the pacemaker was damaged. The pacemaker was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
Related voluntary medwatch report: mw5167839.